Event description:
It was reported the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified distal left circumflex (lcx) artery. A 10mmx2.00mm wolverine cutting balloon was advanced to the lesion but had difficulty crossing. The device was positioned in the proximal portion of the lesion and dilation was started when the balloon ruptured. The device was removed and exchanged for another device to complete the procedure. No patient complications were reported.